Manufacturer narrative:
(B)(4). On an unreported date of (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event in the same month as onset. Treatment detail and patient outcome were not reported. Pd therapy was ongoing at the time of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritoneal dialysis nurse medically confirmed the event. The patient performed peritoneal dialysis therapy via automated peritoneal dialysis. The cause of the peritonitis event was unknown. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamicin (dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.